Event description:
It was reported that the pt's knee was revised due to tibial loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the component is unk. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010 per recall number 1822565-04/19/2010-001, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.